Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 9 months post implant of a bifurcated device, a suprarenal aortic extension, and an infrarenal aortic extension an endoleak was found. The patient had routine follow-up and a computed tomography scan was performed on an unknown date. The CT scan identified that the two proximal aortic extensions became halfway disconnected from the main body. The proximal stents were partially disconnected on the main body on one side and out on the other side. The main body had shifted laterally and was leaning against the aortic wall which kept the proximal extension from becoming totally disconnected from the main body. There did not appear to be an endoleak but the aneurysm had increased slightly in size. The patient was previously scheduled for a secondary procedure but was ill and could not have the surgery. The patient has been rescheduled for the secondary procedure in early (B)(6) 2014.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: there were adequate medical documentation and imaging studies available for this review. Product use was incongruent with the IFU due to the aortic neck angulation of approximately 75 degrees. Cautionary product use conditions that might have contributed to this event included the aortic cuff and main body stents were the same diameter. At the implant procedure, there was substantiated evidence of an intraoperative stent migration and a type ia endoleak that was resolved with a coda balloon repositioning of the stent and subsequent balloon angioplasty. Approximately eight months post implant, there was substantiated evidence of a stent graft event (partial component separation) without an associated type iiia endoleak. The secondary procedure was confirmed, and the stent graft was fortified with a bridge stent. No endoleak was substantiated. The patient was discharged home on the first post-operative day, on antiplatelet therapy. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined based upon available information.